Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient was placed under general anesthesia in order to remove the abutment (specific date not reported). The patient was placed under general anesthesia again on (B)(6) 2026, in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the existing internal fixture.